Event description:
It was reported that the lead showed gradual increases in threshold. Programming was done, and the lead remains in use. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).